Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system underwent an explant procedure. The patient had previously reported not receiving adequate pain relief. However troubleshooting was not performed and saluda was not informed of the reason for explant.